Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked was unable to be determined. The reported difficult positioning was due to patient anatomy. The reported improper or incorrect procedure or method was associated with the user curving the device more than 90 degrees. It should be noted that the mitraclip instructions for use (IFU) states, ¿do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury." There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: device code 2017 - failure to follow steps / instructions.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and small left atrium. One clip was successfully implanted. To further reduce mr, a mitraclip xt was inserted, but difficulties positioning the clip due to anatomy resulted in a lot of tension in the device during all clip movements. The clip delivery system (cds) was flexed more than 90 degrees. It was noted that a lot of plus and minus knob was added during the procedure. The clip was ultimately deployed on the mitral valve. However, after deployment, the clip opened from fully closed to approximately 40 degrees. Mr was reduced to a grade of 1-2; therefore, no additional treatment was performed. It was noted that the clip was stable on the leaflets. There were no adverse patient effects and no clinically significant delay in the procedure.